Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump's bolus history showed 11 occasions of zero units of insulin delivered on (B)(6) 2013. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: review of the black box and download history revealed no activity outside normal use. The bolus history revealed random 0 unit boluses through the meter and the pump. The total daily dose adds up correctly to reflect the user¿s programmed basal rate. The meter was not returned with the pump for investigation. A test meter was successfully paired with the pump for testing. The unit was exercised for 24 hours without alarms or warnings. Multiple, different boluses were executed and correctly delivered and recorded in the history. The keypad was intact and all keypad buttons were responsive. The pump was opened for investigation and did not reveal any evidence of moisture, damage or defect to the pump¿s interior components.